Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a drawer failure. The customer signed in to attempt recovery, but the cubie popped out, and the screen displayed a "maintenance required" message. A field service engineer (fse) signed into hardware test application (hta) and popped the cubie out for the customer. The customer was then able to pop it back in, and the device recognized it, providing options to unload, delete, and release. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a cubie pocket failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.